Event description:
A patient with mass at appendix with atypical cells indicating possible cancer; presented for resection and underwent lap-assisted colectomy. After complete mobilization, a small incision was made right at the umbilicus in a transverse manner and the muscle was divided with a cautery. Mobilized bowel easily prolapsed up into the field. A gia was used to come across the bowel at 10 cm proximal to the ileocecal valve. The mesentery was taken down using sequential clamps. High ligation was performed of the ileocolic (right colic) artery using a suture ligature of 0 vicryl with a reinforcing 2-0 vicryl tie. The right branch of the middle colic was taken using a 2-0 vicryl suture ligature. A gia was then used to come across the proximal transverse colon. The specimen was removed. A side-to-side functional and end-to-end anastomosis was then created using 80-mm gia. There was no bleeding from the staple line. The ta 60 was used to close the enterotomy for the gia. A crotch stitch was placed using 3-0 vicryl at the other end of the anastomosis. The bowel was then placed back in the abdomen. All skin incisions were closed. He made slow progression in postoperative recovery. Seven days later, a CT scan showed an ileus, but no evidence of any leak or abscess. Two days after the CT, the pt had rapid a-fib, elevated wbc and signs of septic shock; work-up included abdominal (abd) CT which revealed pneumobilia (most likely source pneumobilia is ischemic bowel or other injury to the bowel). On re-operation, anastomotic leak was identified at the previous anastomosis and repaired. The patient continued to deteriorate post-operatively despite aggressive resuscitation efforts and passed away presumably from septic shock (no autopsy per family request).health professional's impression: anastomotic leak at site where gia80 stapler was used. No obvious problems were seen during the initial surgery.